Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was having issues with a lump on their lower back/spine around the holidays. Additional information was received from a healthcare provider (hcp) on (B)(6) 2019. It was reported that the lump on the spine was first noticed on the first week of (B)(6) 2019. The cause of the lump was the implantable pump/medication. Actions taken to resolve the lump included an urgent referral to a surgeon from the emergency room (ER) physician. The lump was not resolved at the time of report.